Manufacturer narrative:
H3, h6: siemens healthineers completed the investigation of the reported issue. The investigation was performed on expert discussions (considering complaint description, cs reports, system history, system log files). During an emergency procedure, the system was unable to release x-rays, necessitating the use of an alternative system for the procedure. No health consequences were communicated to siemens healthineers because of the reported event. The system was investigated, and the logs were analyzed. The log evaluation identified an error with the rotating anode circuit (rac), indicating a malfunction in the anode rotation of the x-ray tube located in plane-a of the biplane system. Because the anode failed to rotate, the system automatically shifted to bypass mode, which also disabled x-ray imaging in plane-b. The issue was resolved by replacing the x-ray tube, after which the system worked as expected. The defective x-ray tube was sent back for further evaluation, where it was determined that a defective anode rotation drive had prevented the anode from starting its rotation. Investigations revealed that the cause of the non-rotating anode was a blocked anode bearing in the x-ray tube. Multiple potential reasons for the blocked anode bearing were examined, including foreign particles obstructing the bearing gap, overheating, and excessive vibration. Despite implementing measures designed to mitigate such failures in the past, the exact cause of the blocked anode bearing could not be determined retrospectively. To improve the overall product reliability and decrease the likelihood of similar issues occurring in the future, additional preventive measures have been put in place. These include improvements in bearing quality, as well as extensive testing for all delivered tubes to identify potentially compromised bearings. The occurrence rate of the aforementioned error pattern was checked. A possible error accumulation or even a systematic error, which leads to a corrective action of the installed base, could not be determined by the investigation. This complaint has been closed.

Event description:
Siemens became aware of a malfunction that occurred while operating the artis q biplane system. During an emergency patient procedure, no x-ray was possible. The procedure was continued and successfully completed using an alternate unit. We have no indications of any adverse effects on the health status of the involved patient.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. A supplemental report will be submitted if additional information becomes available. Code 4755 - unknown component.